Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found out that the right ventricular (rv) lead exhibited noise. Programming changes were made and the clinic will continue to monitor the patient. The patient had no adverse consequences.